Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-nov-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the profile station removal had incorrect quantity. The technical support specialist (tss) dialed into the server upon logging into station, the tss was unable to locate the provided order ID, even after querying the database through sever management studio. The tss requested the customer for additional details and redialing into the server and rechecking the order ID. The tss found that under the facility formulary > details tab, the "use dispense amount" option was unchecked. Additionally, the medication in the order lacked values. The tss also noted that the order's give amount was set to 2 tablets instead of 2 sublingual tablet which did not match the medication ID in the facility formulary. The tss advised the customer to create a test order by correcting the give amount and populating the missing fields. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the customer removed medication for order ID (B)(4), which is 2 tablets, but only 1 tablet was removed with the quantity listed as 1 tablet and profile machine should only allow removal of quantity in the dose field of the order. The customer removed only 1 and had to go back to the pyxis to remove a second tablet using canceled removal action. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Correction: section h device manufacture date and imdrf annex d code. This supplemental MDR was submitted to reflect the correct manufacture date and imdrf annex d code.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the customer removed medication for order ID 10240374441, which is 2 tablets, but only 1 tablet was removed with the quantity listed as 1 tablet and profile machine should only allow removal of quantity in the dose field of the order. The customer removed only 1 and had to go back to the pyxis to remove a second tablet using canceled removal action. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the customer removed medication for order ID (B)(4), which is 2 tablets, but only 1 tablet was removed with the quantity listed as 1 tablet and profile machine should only allow removal of quantity in the dose field of the order. The customer removed only 1 and had to go back to the pyxis to remove a second tablet using canceled removal action. The customer stated that this malfunction caused a delay in dispensing the medications to the patient.  There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.